Event description:
This procedure was part of (B)(6):the cas procedure was performed on (B)(6) 2012. The patient was rehospitalized on (B)(6) 2012 due to a minor hemorrhagic stroke. It was reported as a small basal ganglia hemorrhage. The symptoms ended by (B)(6) 2012 and the patient recovered without sequelae.please reference MDR 2183870-2013-00013 for the protege rx used in the cas procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.